Manufacturer narrative:
The device was in use for treatment. A review of the device history records found twelve (12) rejects for sheath dented during manufacture of this lot number. In addition, a review of complaints against this lot number identified no other complaints. The complaint device, safesheath ii 8f was returned with the dilator. No other accessories were returned. Blood was found on the sheath and dilator. The sheath was already peeled apart out in the field and the edges along the score line were jagged approximately half way up from the distal end. A visual inspection of the sheath found the edges of the score line to be jagged. Upon evaluation the upper and lower wall thickness of the sheath was identified within manufacturing specifications. It is possible for the edges of the score line to become jagged if the sheath was twisted or if too much pressure was applied to the score line at some point. The instructions for use (IFU) instructs the user to remove the sheath by sharply snapping the tabs of the valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel the sheath apart.

Event description:
The customer reported that during a procedure, the physician remarked that this sheath did not handle well and broke. There were no adverse patient effects reported.